Manufacturer narrative:
--

Event description:
Additional information was received that cultures were taken and were negative for infection. The patient suspects they are having an allergy to the materials in the device.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system developed a pocket infection. Only the pulse generator was explanted. The leads remain in service. The field representative was not aware if the patient was given oral or intravenous antibiotics to treat the infection.